Manufacturer narrative:
Device is combination product. (B)(4). Device evaluated by MFR: a visual inspection of the returned device revealed the balloon was tightly folded and that there was no indication the balloon was subjected to positive (inflation) pressure. The stent was centered between the markerbands and securely attached to the balloon; however, there were several stretched and flared struts in the first two proximal rows of the stent struts. There was no other damage. There was no evidence of any product quality deficiencies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause classification of this investigation is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the left anterior descending artery. The 3.5 x 20 mm omega stent was introduced but was unable to cross the target lesion due to the lesion's angle. Many attempts were made and the lesion was predilated again. Stent damage was noted and the procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable. This product is only ous approved but is similar to an approved us device.